Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, this device was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02243, 0001822565 - 2019 - 02244.

Event description:
It was reported patient underwent left hip revision approximately 8 years post implantation due to elevated serum cobalt and serum chromium levels, pseudotumor, and corrosion. Subsequently, patient had an incision and drainage procedure done twice and was revised approximately 4 months post revision due to a possible site wound complication. Attempts have been made and additional information on the reported event is unavailable at this time.